Event description:
Pt was having a right shoulder arthroscopy done. Physician was using the serfas energy 90-s 3.5mm made by stryker ref lot# 08365ae2. The working metal end piece came off during the surgery. It was noticed by brent hood pa-c that the piece was not working properly. They took it out of the shoulder and later noticed that the piece was missing. An x-ray was done in the room and the piece was retained in the shoulder. Dr was able to then locate the piece, and a follow-up x-ray done to show that it was the retained piece. The surgery was then completed. All pieces were kept.